Event description:
It was reported that, this right atrial (ra) lead exhibited undersensing. Also, technical services (ts) suspected that ra lead may present loss of capture. The patient has been scheduled for an evaluation at the clinic. This ra lead remains in service. No additional patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.